Event description:
It was reported by service report that the bed exit was not working. No adverse consequences have been reported.

Manufacturer narrative:
Bed exit worked according to specification. The complaint could not be duplicated.